Manufacturer narrative:
(B)(4). The events of child having a new "neurological diagnosis" and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. Device labeling: there have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, a symmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Healthcare professional reported the patient experienced pain. Treatment advised as tylenol pm and to "quit smoking." Patient reported having stopped breastfeeding due to "not enough milk production." Patient additionally reported right side breast is "firm and looks abnormal due to capsular contracture," which is baker grade iii. No indication of treatment. Patient also reported child having a new "neurological diagnosis" and did not specify type. Follow-up attempts were unsuccessful with the patient in regards to the child's "neurological diagnosis." This medwatch represents the right side. See MFR # 9617229-2016-00020 for the left side. Device remains implanted.